Event description:
Two cna's were lifting a resident when the lift allegedly gave way, causing the consumer to fall onto the bed and break the cna's wrist.

Manufacturer narrative:
The lift has been in service for 5 years. Info indicates pt fell during a transfer. No injury to pt. Cna sustained an injury during this transfer. It is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on serious injury.